Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and the investigation was completed. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen and guidewire lumen is separated 24cm from the tip. Microscopic examination revealed that the exit notch is torn to the separation. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the presence of a separation.

Event description:
It was reported that shaft break occurred. The target lesion was located in the internal carotid artery and common carotid artery. A 2mm x 20mm x 143cm coyote es balloon catheter was utilized for pre-dilation of the stenotic lesion initially. After that, they swapped it with a non-bsc catheter and inserted a stent. They then used a sterling catheter for post-dilation, which was later taken out. Confirmatory contrast imaging was done after the initial procedure, showing two visible markers. The catheter had been removed and discovered that the balloon section was missing. The contrast-highlighted markers were verified to belong to the coyote balloon and were successfully recovered. There were no patient complications reported.